Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for high blood glucose levels and ketones. Once on (B)(6) 2011 and again on (B)(6) 2011. Nothing further was reported.